Manufacturer narrative:
The insulin pump was received with button error alarmed due to moisture on keypad trace.

Event description:
Customer's father reported via phone call that the customer had high blood glucose of 476 mg/dl and the insulin pump alarmed button error while trying to treat. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.